Event description:
It was reported that a customer experienced an issue with her pump leaking. There was no reported impact to the customer¿s blood glucose level. The call disconnected before obtaining further details, so the customer was contacted again, and a message was left requesting follow-up to determine the source of the leak and provide assistance. Further outreach attempts were made via email to resolve the issue, but no additional information regarding the outcome was received.